Manufacturer narrative:
On january 5, 2022, the mentor failure analysis lab received a different device than that was initially reported. The device is a 375cc mentor smooth round moderate profile (catalog: 3501660 lot: 7644769). On january 11, 2022, mentor received additional information indicating that this is the correct suspect medical device. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. There is a discrepancy between the initially reported date of implantation and the manufacturing date of the received device. For best estimate date of implantation has been updated as best estimate. A supplemental report will be submitted if clarifying information becomes available. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
On january 28, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a female patient, who's undergone breast augmentation with a 275cc mentor smooth round moderate profile saline breast prosthesis on the right, suffered breast implant deflation, post-procedure. As a result, the patient underwent removal and replacement with a mentor saline implant on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).